Manufacturer narrative:
(B)(4).

Event description:
Surgeon stated that the failed device was used on an anastomoses, the safety feature did not engage to prevent the reload from firing.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a small bowel resection procedure. The instrument was used, opened, and then accidentally used again. The safety precaution did not work. There was patient injury. Small bowel resection was required. There was unanticipated tissue loss. The surgery was delayed by more than thirty minutes. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR?: post market vigilance (pmv) led an evaluation of one gia stapler with dst series technology 80 mm - 3.8 mm opened by the account, with the appropriate display box in an undamaged condition and six gia staplers with dst series technology 80 mm - 3.8 mm opened by the account, without the packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the instrument displayed no abnormalities. The push knob was fully retracted and the device was received closed with a fully fired single use loading unit in it. The visual inspection of the cartridges noted that the single use loading units were fully applied on all six devices and the interlock was engaged for all six. Two single use loading units were missing the cover and one displayed damage proximal to its blade. Microscopic inspection of the knife blades displayed no damage in five of the loading units. One knife blade did display damage. When the device was opened the interlock engaged on the loading unit. The loading units were reset and reloaded into the instrument. The loading units and instrument were applied to test media with acceptable results: the knife cut completely and cleanly and the staple line was properly formed. A review of the device history record indicates the lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record could not be performed in regards to the loading units because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.